Manufacturer narrative:
G4: 01oct2019; b4: 02oct2019. The customer verified good test set up and good oxygen (o2) supply. The manufacturer's support provided parts ID for the flow sensor assembly. The customer then requested the complaint be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported unit failed air and oxygen flow accuracy test. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.